Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal polypectomy procedure performed on (B)(6) 2021. During the procedure, he binding ring could not be released. It was reported that there was difficulty when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. The trip wire was not secured on the handle slot and the slack was not correctly taken up. The suture was intact, and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is likely that the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction to block g4 (premarket / 510(k) #).

Manufacturer narrative:
Facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal polypectomy procedure performed on (B)(6) 2021. During the procedure, he binding ring could not be released. It was reported that there was difficulty when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as result of this event. The patient condition following the procedure was reported to be stable.